Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 10 applications were performed with balloon catheter 2af284 with lot number 59973, without any issue on the date of the event. A clinical issue was encountered during the procedure. There is no indication of relation of the adverse event to the performance of the product. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, diaphragmatic response reduction was detected by abdominal palpation, double stop technique was performed immediately. After that, diaphragm twitching response was observed. Hemostasis was performed, and the case was completed with radiofrequency. No further patient complications have been reported as a result of this event.